Manufacturer narrative:
The tech found the hi/low drive assembly was bad and not engaging reverse trend. The tech replaced the hi/low drive assembly and the circuit board to repair the bed.

Event description:
The account alleged the bed will not go into reverse trendelenburg.